Event description:
Patient was revised to address pain, which was reportedly due to heavy manual labor.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations for the sig mod tib tray cem or the sigma xlkcvd plus ins since their release for distribution. Review of the device history records and/or a lot specific complaint database search was not possible for the sig c/r porocoat fem as the lot code required was not provided. Requests for additional investigational inputs were made; however, no additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available; however it was stated in the initial reporting that the patient's pain was due to heavy manual labor. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.